Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after replacing their battery. The customer also reported receiving a battery out limit alarm prior to the blank display occurring. It was also found the customer had an unexpected restart alarm. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 308 mg/dl. The customer treated their blood glucose with an insulin shot. The customer was advised they would be sent a replacement battery cap. No additional information provided.